Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a suspected overdischarge. The patient lost all their components and had not used their ins in over a year. The healthcare provider wanted to know if the patient could have an MRI. MRI information was reviewed. Additional information received from the manufacturer representative. It was reported that the patient no longer needed their stimulation as they were no longer in pain. The patient quit recharging the battery and lost their equipment which was why their ins became overdischarged. The overdischarge had not been resolved. The patient had not yet decided how to proceed and was considering a device removal or replacement. Additional information received from a healthcare provider. It was reported that the patient's ins hadn't been working so the patient couldn't access MRI mode. They were going to have the ins replaced so that they could charge it and put the ins into MRI mode; the patient planned on returning for the MRI scans the day after the replacement.